Event description:
Pt was being transferred from the chair to the bed using a hoyer lift. The pt was secured in the sling for the hoyer and being lifted. While the pt was being lifted, the sling broke -ripped in half- and the pt fell to the floor hitting his head. The sling initially began to rip at the binding and then tore down the middle. This was the first time use for the sling.